Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff noted that the pump intermittently reverted to pressure trigger despite good ECG trace and not pumping on every cycle despite set on 1:1. As a result, the staff changed the cables, transducer, and contacted the perfusionist, but unable to resolve pressure readings. The iabp was swapped out for another iabp. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff noted that the pump intermittently reverted to pressure trigger despite good ECG trace and not pumping on every cycle despite set on 1:1. As a result, the staff changed the cables, transducer, and contacted the perfusionist, but unable to resolve pressure readings. The iabp was swapped out for another iabp. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp triggering difficulty is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk of the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.